Event description:
Implant fracure.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown. Bone loss and implant instability caused by patient related bruxism is documented. Material analysis concluded inhomogenous mechanical overloading and patient related bruxism.

Event description:
Implant fracture.